Manufacturer narrative:
The product was not returned for evaluation. Internal file (B)(4).

Event description:
The balloon burst inside a pt and contaminated the iabp. The iabp was replaced and brought to the biomed shop. A maquet representative interviewed both the np, (B)(6). (Who is (B)(6)), and the perfusionist who worked this case. Neither felt that this was an issue with our product. Further, they do not believe it influenced the outcome of the case. The pt was known to have severe peripheral vascular disease, therefore, was not a candidate for prophylactic iabc therapy. The pt also had a porcelain aorta, which the surgeon attempted to replace as part of the CABG procedure: unfortunately, the pt crashed during surgery. As a last resort, the iab was inserted. According to (B)(6), the (B)(6), dr (B)(6) realized death was imminent, but wanted to get the pt out of the operating room so the family could have a last visit. The team decided that the iabp would afford them that ability. As the pt was being moved to his bed for transport, (B)(6) noted blood in the he extension tubing backing up into the pump. They both told me it all happened so fast, they had no idea the balloon had been damaged prior to seeing the blood entering the pump. Regardless, they continued the transport to ICU. After the family left, the pt expired. They disposed the iab without documenting any product information. It was a fiber optic catheter. The pump was sent to biomed for cleaning. Internal file (B)(4).